Manufacturer narrative:
H6 investigation: customer returned (4) loose 3/10cc, 6mm syringes. Customer states that it is impossible to measure insulin due to rubber stopper distortion. All returned syringes were examined and all exhibited a deformed stopper in the barrel, which could prevent the syringe from operating properly. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200895854, 200896056, 200896025] noted that did not pertain to the complaint. There was one (1) notification [200895892] noted for insufficient barrel lube. Root cause: insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found several lines from the ivek pumps were damaged and crimped. H3 other text: see h10.

Event description:
It was reported that 80 syringe 0.3ml 31ga 6mm halfunit experienced deformed stoppers. The following information was provided by the initial reporter: impossible to measure insulin due to rubber stopper distortion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 syringe 0.3ml 31ga 6mm halfunit experienced deformed stoppers. The following information was provided by the initial reporter: impossible to measure insulin due to rubber stopper distortion.